Event description:
The following has been reported: "(during repair for error 30) they discovered that there was a bad cpu board". Error 30 is described by the technical manual as a timekeeper issue. Reporting due to the referenced issue. There was no patient involvement. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Due to the reported event, device history log could not be extracted therefore no review could be performed. The reported device was received in lake zurich (il, USA) and its investigation was performed by our local technical team. Upon inspection, the reported event was confirmed as the device was blocked with a technical error 30. However it was found to be caused by a damaged/scratched cpu board likely due to usability. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.